Event description:
Pt awoke during night to start infusion as scheduled. Shortly after returning to sleep, the pump started alarming. Pt checked pump. The display on the pump read 'eo7'. The pt could not silence alarm, so disconnected battery pack. Pt finished infusing normally. The pump was exchanged the next day (4/23). The error code '07' was reproduced in the pharmacy. The pump was returned to MFR for repairs. No adverse effects were noted.